Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction on the lead and that no intervention was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath with exertion. It was reported that the right atrial (ra) lead exhibited under-sensing that caused intermittently atrial-ventricular pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.